Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold. The right ventricular lead was explanted and replaced. The patient was in stable condition.